Event description:
It was reported that the hard drive on the pt net system crashed, leading to a loss of monitoring for seven telemetry pts. The nursing unit was made aware of the situation, and the pts were moved to bedside monitors. These pts went without direct monitoring for approx forty-five minutes while being transferred to bedside monitors. There was no death or serious injury reported. The biomed onsite replaced the failed hard drive with a spare. The customer stated that during installation, they were unable to copy the defaults from the previous hard drive to the new hard dr. They also stated that it was possible they did not discharge all pts from the newly installed hard drive upon installation. The result was that the new system contained a pt admitted to two different systems, displayed on two different monitors with the same transmitter number. Concurrently, there was a separate pt on a different channel and different pt net that was admitted with the same transmitter number. The users were unable to decipher which ECG belonged to each pt. To resolve the issue, a hosp staff member was sent to each individual pt location of the 192 telemetry channels to verify that the correct pt was admitted to the correct transmitter and monitor, and that the ECG waveforms were associated with the correct pt.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.